Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had stopped working while the customer was on holiday in warm temperatures. The pump had beeped and then switched off. Customer has been unable to get it turn on again. Customer has already reverted to a back-up plan.

Manufacturer narrative:
All operating currents are within specification. No unexpected weak battery alarms noted. The insulin pump functioned properly. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.